Event description:
An officer from the (B)(6) reported the pt was found dead by his wife on (B)(6) 2012 at 8:30 am in his home. The cause of death is unk. The pt was wearing the infusion device at the time of death. The officer was instructed how to view the device history and stated a w1 (low cartridge) warning was listed. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.